Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6)2005. (B)(4)

Event description:
It was reported that there was a systemic infection. The organism was identified as p. Aeruginosa bacteremia. The implantable cardioverter defibrillator (ICD) system was explanted and subsequently replaced. No further patient complications have been reported as a result of this event.